Manufacturer narrative:
A1: the patient's ID was corrected.

Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The patient tolerated the procedure and discharged home on (B)(6) 2012. Pre-treatment cta showed that the maximum diameter of aortic aneurysm/lesion was 50mm. Post procedure cta showed that the diameter of aneurysm was 34mm. From (B)(6) 2013 to (B)(6), 2020 the follow up scans showed that the maximum diameter of the aortic aneurysm/lesion increased from 37mm to 57mm. On an unknown date in (B)(6) 2013, the type ii endoleak from the right l3 lumbar artery was the first noted in ultrasound follow up, and the decision was made to monitor the patient. Reportedly, the patient attended irregular follow up from that time until at their follow up in (B)(6) 2022 where they complained of associated abdominal pain. On (B)(6) 2022, the patient presented to the hospital with a periumbilical pain radiating to the back. A type ii endoleak was detected on the CT. According to the site, the persistent leak caused the aneurysm enlargement. On (B)(6) 2022 the patient underwent interventional radiological embolization procedure to treat the endoleak and the abdominal aortic aneurysm. The follow up aortoiliac ultrasound performed day 4 post embolization indicated that aneurysm sac had clotted off. The patient tolerated the procedure and discharged home on (B)(6) 2022. From (B)(6) 2022 to (B)(6) 2023 the follow up scans showed that the maximum diameter of the aortic aneurysm/lesion was measured 45mm. On imaging from (B)(6) 2023, the endoleak persists however sac size is stable. No further adverse events have been reported. The physician is monitoring the patient.

Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the devices verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Code f28 was used to cover that the physician is monitoring the patient. The patient attended irregular follow up from that time until at their follow up in may 2022 where they complained of associated abdominal pain. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Per IFU, patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms) should receive enhanced follow-up. Patients should be counseled on the need for regular follow-up, even in the absence of obvious symptoms. The IFU states: intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or persistent endoleak. An increase in aneurysm size and / or persistent endoleak may lead to aneurysm rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.